Manufacturer narrative:
Model number/catalog number: sc-8336-70, (B)(4). Model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an infection on the ipg site. Symptoms was swelling. The physician believed the infection was not device related. Antibiotics were prescribed. The patient underwent an explant procedure.